Event description:
On (B)(6) 2012, the patient's relative contacted animas and left a message alleging that the time and date on the pump "were way off." No additional information was provided. There was no mention of symptoms. Animas customer support made several attempts to reach the reporter to obtain additional information and troubleshoot the alleged issue; however, were unsuccessful in their attempts. Based on the information provided, there is no indication that the alleged pump issue caused and/or contributed to a serious injury. There was no mention of the patient developing symptoms or having to receive medical treatment for a blood glucose excursion as a result of the alleged issue. However, this complaint is being reported because the alleged date/time issue was not resolved.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no data in the pump histories from the time of the reported issue due to continued use. A review of the bolus history for (B)(6) 2014 showed that a bolus was performed at 2:49pm followed by a bolus at 1:47am. The time in basal history changed on (B)(6) 2014 changed from 11:00am to 12:02am. A time keeping accuracy test was performed and the pump maintained time accurately over a 5 day period. When the pump was left without power for 1 hour the pump was powered back on and the time and date had reset to the default time and date. The pump case was removed and the internal clock battery was found to be leaking. The complaint of the pump time and date being ¿way off¿ was not able to be adequately investigated due to the time and date reset issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.